Event description:
It was reported that before the infusion, when batteries were placed in pump it had a strong burning smell. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery door. During analysis, the reported issue able to be duplicated. The wires on the battery door were damaged and one of the wire contacts could touch two batteries when door closed. It was noted that damaged wire contacting the battery door was the cause of the reported issue. Service replaced the battery door to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.